Event description:
It was reported that prior to the mixing process during a procedure, it was noticed that the mixer was broken inside of the package. There was a thirty minute delay while a back up was prepared. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported condition could not be visually confirmed, since the alleged affected unit was not available for evaluation, as it had been disposed of by the customer after use. Probable root causes can be associated, but not limited to: deflections between bottom housing, upper housing, on/off button, and circuit board on impact. Insufficient spring force causes on/off switch to activate due to impact. Forceful impact/vibrations during transportation and/or handling: based on event details (¿mixer was broken inside of package¿), this appears to be the most likely root cause on this particular event. Scrapped by user facility.

Event description:
It was reported that prior to the mixing process during a procedure, it was noticed that the mixer was broken inside of the package. There was a thirty minute delay while a back up was prepared. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).